Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 08-jul-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine at unknown concentrations and doses via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that she felt horrible "last week" relative to (B)(6) 2018, and when she went to her health care professional's (hcp) office on (B)(6) 2018, they aspirated "3 times the amount of drug that she should have had." The patient said that at the time they determined that "the tubing could be kinked." Her hcp was working on getting a dye study authorized with the patient's insurance. The patient reported symptoms of pain and "feeling miserable." She stated her pain level was only at a 2 or 3 and "now it's up to a 7." Her doctor had given her 15mg of morphine to take 3x a day for the pain. No further complications were reported.